Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon contributes the dislocation to the patient thrashing and moving around in the middle of the night. Therefore, there was no alleged product defect associated with the dislocation and the record will be updated to not a complaint.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-165228-ringloc bi-polar 28x52mm-692240. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00592. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a hip revision approximately 3 days¿ post implantation due to dislocation. Patient had a fix hip and a ringloc bipolar cup was put in. Patient has dementia and when she woke up at night and did not know where she was she began thrashing and disassociated the 28mm head from the 52 bipolar cup construct. After attempts to reduce an x-ray was taken and the problem was noticed. Attempts have been made and additional information on the reported event is unavailable at this time.